Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 2500 ohms. Additionally, there was noise observed on the lead and there was no capture at max output. The patient will be scheduled for a lead extraction. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 2500 ohms. Additionally, there was noise observed on the lead and there was no capture at max output. The patient will be scheduled for a lead extraction. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring greater than 2500 ohms. Additionally, there was noise observed on the lead and there was no capture at max output. The patient will be scheduled for a lead extraction. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right atrial (ra) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 26.2 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular-first rib (subclavian) area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.